Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19075430. Further information was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075430 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: on (B)(6) 2020, using a needle-free closed infusion joint, it was found that the infusion rate slowed down and the infusion was gradually stopped. Checked that each joint was open. Removed the needle-free closed infusion joint and draw back the deep venous catheter. No blood returned. The tube was blocked, and the 20ml syringe was connected to the needleless connector and could not be used. It was found to be blocked. Replaced with a new needleless sealed infusion connector for use.

Manufacturer narrative:
2000e china 510k this is an international code- the model#/catalog# identified in is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in is for the domestic similar product. K960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was vlogged/blocked/occluded. The following information was provided by the initial reporter: on (B)(6) 2020, using a needle-free closed infusion joint, it was found that the infusion rate slowed down and the infusion was gradually stopped. Checked that each joint was open. Removed the needle-free closed infusion joint and draw back the deep venous catheter. No blood returned. The tube was blocked, and the 20ml syringe was connected to the needleless connector and could not be used. It was found to be blocked. Replaced with a new needleless sealed infusion connector for use.